Manufacturer narrative:
The facility biomedical engineer reported that after the battery was installed the device successfully passed performance specification testing.

Event description:
The customer reported that the battery failed. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery failed. It is not known if the device was on a patient at the time of the reported issue.